Event description:
As reported by the user facility (translation of user facility information by(B)(4)): fast flow. Pump emptied in 6 instead of 24 hours. Filled with 1206 mg 5fu in 110 ml sodium chloride. No side-effects detected.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. (B)(4).